Event description:
The nurse unwrapped the pt and found the PICC line broken off just below hub of catheter. PICC line was removed at bedside by PICC nurse with no complications and no additional treatment necessary. The PICC line was inserted in 2007.

Manufacturer narrative:
We received one used unit on 01 november 2007. And is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.